Event description:
It was reported that a patient underwent a pelvic floor repair procedure for treatment of a prolapse. The patient developed multiple erosions and did not respond to conservative treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).